Event description:
It was reported that this electrode delivered inappropriate shock therapy due to t-wave oversensing. Technical services was consulted for further review. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This electrode remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to t-wave oversensing. Besides the inappropriate shock therapy, no other adverse patient effects were reported. This electrode remains in service.